Event description:
It has been reported to co that while attempting to change out the guide catheter the entire system came out. The procedure at this point was discontinued until the following day. The pt is reported as fine and the device is being returned for co's analysis.